Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a retrospective study comparing wvtt and pul showed no clinically significant differences in early clinical outcomes, but retreatment was common in both groups, with overall retreatment rates of 24.6% for wvtt and 46.4% for pul, surgical retreatment occurring in 3.5% and 14.3% respectively more than one year post procedure, and one year retreatment free rates of 33.3% for wvtt and 40% for pul.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported unexpected medical intervention, surgical intervention and minor injury/illness/impairment are known risks associated with this device type. A risk review was completed and confirmed that the events of unexpected medical intervention, surgical intervention and minor injury/illness/impairment were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a retrospective study comparing wvtt and pul showed no clinically significant differences in early clinical outcomes, but retreatment was common in both groups, with overall retreatment rates of 24.6% for wvtt and 46.4% for pul, surgical retreatment occurring in 3.5% and 14.3% respectively more than one year post procedure, and one year retreatment free rates of 33.3% for wvtt and 40% for pul.